Manufacturer narrative:
(B)(4) h3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not assemble with a tibial tray. The surgeon attempted to place the mc bearing on the base plate and it didn't fit well; another articular surface was used. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed. Visual inspection of the returned psn mc ve asf r 10mm 8-11/gh lot 67221429 performed. Item and lot number confirmed as correct. Device exhibits signs of insertion attempts (gouges, tool marks) but no flaring or compression of the dovetail feature. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.